Manufacturer narrative:
(B)(4).

Event description:
During an anterior cruciate ligament (acl) repair it was reported that the strings broke off intraoperatively. There was no delay, patient injury or broken pieces left in the patient. A back-up device was used to complete the procedure.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that one additional complaint has been filed from this facility. No abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).